Event description:
Middle aged female with ovarian mass. During surgical procedure lap removal of adnexal mass and bilateral salpingectomy the ligasure sealer kept getting the error message in regard to seal. No known harm to patient.